Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 430 mg/dl. The customer did not provide information about symptoms and treatment. Customer stated there was no damage to the connection bridge or pins. Customer stated the transmitter led did not blink on and off. Customer did receive a sensor updating or sensor glucose value not available alert. Customer did not receive a calibration not accepted alert. Customer did receive a change sensor alert. The insulin pump will not be returned for analysis.